Event description:
The device was used during a "vats" lung partial resection procedure. Reportedly, the instrument was difficult to open and the cartridge was difficult to load. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.